Manufacturer narrative:
The manufacturer of this device is unknown.

Event description:
The consumers husband was pushing the consumer across the floor in the mobile shower commode chair when the front wheel allegedly bent and the weld partially broke. No injury is alleged.